Event description:
It was reported customer was experiencing high blood glucose over 600 mg/dl. Customer reported the insulin pump was not delivering insulin and was very thin. Customer's mother stated customer has been on manual injections for the past day and half. Customer's mother changed out the complete set and the device continued to alarm. Alarm was explained to the customer's mother. No deliveries were noted in the history for bolus and basals. Customer does not get bent cannulas. Customer's mother stated they insert the infusion site on the buttocks and has no where else to insert because customer does not have any body fat, recommended by doctor. Customer's mother the active insulin has been too high. Customer's mother was explained the relation between no delivery and active insulin that accumulates on the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.